Manufacturer narrative:
On (B)(6) 2023, the patient reported that they experienced a ¿burn¿ from wearing zio xt. The patient sought treatment from their physician and was prescribed antibiotics for the infection and steroids. The patient stated they advised their provider that they were ¿highly allergic to adhesives¿ but the provider continued placing the device despite the patient¿s history. Device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest.

Event description:
The patient presented a skin injury with signs of secondary infection caused by zio xt to their healthcare provider. Antibiotics and steroids were prescribed to treat the affected area.